Event description:
It is reported that the pt is presenting with pain and swelling and possible lucent lines under tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.